Event description:
New information received notes that the patient was stable and comfortable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic during follow-up with phrenic nerve stimulation. The device was found to be in backup vvi. A device restoration was successfully performed. The patient will continue to be monitored with regular follow-up.